Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered bladder infections, low back pain, dyspareunia, abdominal pain, urinary incontinence, vaginal pain, and emotional distress. No further information has been provided.